Manufacturer narrative:
H.6. Investigation summary: no samples or photos received by our quality team for evaluation. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd safetyglide¿ needle was blocked during the vaccine injection. The following information was provided by the initial reporter: "incident details: preparing to administer vaccine in clinic setting. Preloaded syringe and needle assembled. Air expressed. Proceeded to inject vaccine. Vaccine not administered as there was resistance on the plunger of the syringe. Change of needle and proceeded with immunization without incident. Impact of incident: other than 2 injections sites there was no adverse event. Who was affected? Patient."